Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller with the procedure, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, and they acknowledged this advice.